Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 588 mg/dl which was treated with manual injection. Customer was able to resolve no delivery with infusion set change. Customer was not able to call at the time of incident due to not having a phone. Customer disposed of infusion set and reservoir. Customer was advised to change complete set and to call back should issue reoccur.